Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, there was an open pulse wire in the distribution node (dn) to front te cable, in the cable portion connecting the dn and ECG electrode b. The cause of the check therapy pad messages is the open pulse wire. The root cause of the open wire could not be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A zoll pt service representative (psr) contacted zoll customer support to report that a (B)(6) male pt was receiving check belt messages. The pt was issued a replacement electrode belt.